Event description:
Caller reported a malfunction on pump, displaying a malfunction code and fault ID. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to use multiple daily injections (mdi) as backup therapy and received instructions for returning pump. Technical support advised customer on replacement pump procedures, provided updated pump with new software, and arranged shipment of replacement pump.